Manufacturer narrative:
Patient demographics such as date of birth, and weight were not supplied by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance. System parameters such as quality control (qc), calibration, system check, and precision were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for the patient in association with the unicel dxi 600 access immunoassay system serial number (B)(4). The initial, non-reproducible access accutni+3 result obtained in association with the first sample (designated as sample one (1)) from the patient was reported from the lab. The customer stated the patient was subsequently admitted to the telemetry unit. Additional samples (designated as samples two (2) and three (3)) from the patient were tested using alternate unicel dxi 800 access immunoassay system serial number (B)(4) and lower results, within the laboratory's normal reference range, were obtained. Sample one (1) was reanalyzed on the same unicel dxi 600 access immunoassay system and a lower result, within the laboratory's normal reference range, was obtained. The customer reported obtaining a non-reproducible creatine kinase m sub-unit/b sub-unit (access ck-mb) result for sample one (1) from the patient. Additional samples from the patient were tested and sample one (1) was retested. All access ck-mb results were within the laboratory's normal reference range. Qc, calibration, system check, and precision were performing within assay and instrument specifications. The samples were collected in lithium heparin green-top tubes. Samples were centrifuged ten (10) minutes at 3500 rpm (revolutions per minute). No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was not dispatched to assess the instrument's performance.